Event description:
A surgeon reports performing an intraocular lens exchange due to unexpected postoperative refraction. A different model was used as the replacement lens (lens power was not provided). Add'l info has been requested.